Manufacturer narrative:
Evaluation of the returned devices found gouging on the lower inner diameter of the tulips and outer diameter of the clamps. This indicates that significant force had caused the internal components to pull past the interference of the lower inner diameter of the tulip. It's possible the reported issue was caused by excessive force placed on the tulips. However, the exact cause cannot be determined.

Event description:
It was reported the patient had a 2 level tlif from l4-s1. The l4-l5 screws became disassembled approximately 2 weeks post-operatively requiring revision surgery. No accident or fall was reported prior to the screw heads becoming disassembled.

Event description:
It was reported the patient had a 2 level tlif from l4-s1. The l4-l5 screws became disassembled approximately 2 weeks post-operatively requiring revision surgery. No accident or fall was reported prior to the screw heads becoming disassembled.

Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlier. Evaluation of the returned devices found gouging on the lower inner diameter of the tulips and outer diameter of the clamps. This indicates that significant force had caused the internal components to pull past the interference of the lower inner diameter of the tulip. It's possible the reported issue was caused by excessive force placed on the tulips. However, the exact cause cannot be determined.